Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 500 and 550 mg/dl. Customer¿s current blood glucose value is 175 mg/dl. The customer also states the infusion set cannula was bent and the adhesive was not adhering. The customer treated with the pump. Troubleshooting was offered for high blood glucose and under delivery, however, the customer declined to continue further troubleshooting. The insulin pump will not be returned for analysis.